Event description:
The patient was injected with 1.5cc of radiesse on (B)(6) 2012 in the nlf. The radiesse syringe was mixed with a 1/10th of 0.1cc of lidocaine per dawn, injector. The patient came in on (B)(6) 2012 and was red and swollen on both sides. Dr. (B)(6) prescribed keflex 250mg for 10 days. No photos were taken.

Manufacturer narrative:
(B)(4). At the time of the report the patient was resolved.